Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device may have delivered inappropriate therapy. It was stated that the "episodes may have been rapid ventricular response (rvr)" which the device treated as a ventricular fibrillation (vf) episode. Follow up was conducted and no re programming has been completed at this time. The device remains in use. No further patient complications have been reported as a result of this event.